Manufacturer narrative:
Information references the main component of the system. Other relevant device(s) are: product ID: 977c165, serial/lot #: (B)(4), ubd: , UDI#: (B)(4); product ID: 3708140, serial/lot #: (B)(4), ubd: (B)(6) 2021, UDI#: (B)(4); product ID: 3708140, serial/lot #: (B)(4), ubd: (B)(6) 2019, UDI#: (B)(4). Foreign: (B)(6). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient via a manufacturer representative regarding the patient who was implanted with a neurostimulator. It was reported that the patient had post-operative pain in the right thigh that was not present before the surgery. They were trialing with a paddle lead. It was noted that the patient's neuropathic pain was resolved when the stimulation was turned on. When therapy was off, the thigh pain still existed and the neuropathic pain came back. The manufacturer representative said that they thigh pain did not appear to be device related. The doctor was going to perform a CT scan to rule out any spinal cord injury, and they were waiting for the results. They would also check the lead placement. The issue was not resolved as of (B)(6) 2018. No medical or surgical intervention was needed to prevent permanent impairment of function. The event did not lead to or extend patient hospitalization. It was unknown if there was any injury as a result of the event. A fluoroscopy image of the lead was provided.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer representative reporting that the CT scan did not show any injury. The doctors thought the cause of the thigh pain might be a muscle contracture due to prone position during the position. The action taken to resolve the thigh pain was pain medications during hospitalization. The thigh pain resolved overtime. The patient was currently without that pain. No further complications were reported or anticipated.